Event description:
During a ptca procedure within a calcified proximal right coronary artery, difficulty was encountered during an attempt to deploy the stent. The stent would not disengage from the balloon.